Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other complaints reported from this lot. The investigation was unable to determine a cause for the reported difficult or delayed positioning (leaflet caught behind the gripper). The reported gripper actuation issue appears to be due troubleshooting maneuvers to free the leaflet from the gripper and the reported unexpected medical intervention was a result of case-specific circumstance as the clip was deployed at the unintended location. There is no indication of a product issue with respect to manufacture, design, or labeling.

Event description:
Subsequent to the final report, it was reported that on (B)(6) 2024, a partial clip detachment was noted on the anterior leaflet. The grasp of the clip was not as tight as it was before. The tr was worsened to grade 3-4. On (B)(6) 2024, a second clip intervention was performed. Two additional clips were placed, one on each side of the clip from original procedure. One was placed anterior, and a second was placed posterior to original clip. Both were xtws, and placed on the anterior/septal leaflets. The tr went from grade 4 to 3.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other complaints reported from this lot. The investigation was unable to determine a cause for the reported difficult or delayed positioning (leaflet was caught behind the gripper). The reported gripper actuation issue appears to be due troubleshooting maneuvers to free the leaflet from the gripper. The reported partial clip movement appears to be due to the clip not being deployed on an optimizing. The reported patient effect of recurrent tr appears to be related to the partial clip movement. Tr, is listed in the instructions for use as a known possible complication associated with the triclip procedures. The reported unexpected medical interventions and hospitalization were results of case-specific circumstances as the clip was deployed at the unintended location, the patient returned to the hospital and another procedure was performed. There is no indication of a product issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a patient presented with grade 4 functional tricuspid regurgitation (tr) for a triclip procedure. During the procedure, it was suspected the leaflet was caught behind the gripper. The leaflet was able to shake free and the procedure continued. The gripper was lowered on the anterior leaflet. During attempts to raise the anterior leaflet gripper, it would no longer rise in order to optimize placement of the clip. Troubleshooting was unsuccessful, and the only option was to deploy the clip. The septal leaflet was able to be captured and the clip was successfully placed on the valve. The clip was stable and the tr was reduced to grade <1. There were no adverse patient effects. No additional information was provided.